Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it. A1 updated d3, g1, and g2 email is: (B)(4).

Event description:
It was reported the device was not recognizing any disposable. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken and the device to be in used condition. Visual inspection found a ?no disposable" alarm on the device display and in the event history log, confirming the reported problem. Functional testing was unable to be performed due to the alarm message on the display. It was determined that the root cause is the inoperable downstream sensor. The downstream sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.